Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. Visual inspection noted that the guidewire was stuck in the introducer needle. The guidewire was removed from the needle and the needle was flushed with water. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, when the guide wire was inserted through the puncture needle, it was found that the guide wire could not pass though the puncture needle, it was stuck inside the puncture needle, and it could not be pulled out. The guide wire was still attached in the puncture needle (as the film shown). The catheter was never implanted, a new set of catheter kit was opened on the same day, reinsertion performed, the kit was used successfully, and the procedure was complete. No tools used to remove the guide wire, and no excessive force required to remove the guide wire with the puncture needle. There was no visual damage noted on the guide wire itself and the guide wire was still intact. There was no visible defect/damage noted with the puncture needle. Nothing unusual observed on the device prior to use, flushing was done prior to use, no problem noted, and the puncture needle was not occluded. The guide wire and needle used were the ones included in the kit, and no other products being utilized with the device. The dimension of the needle and the guide wire matched what was indicated on the label. No defects/damages found on the catheter itself, the catheter was not repaired, there was no leak, tego was not utilized, and there was no luer adapter issue. The routine disinfection performed on the insertion site prior to product placement. There was no blood loss and no medical intervention/treatment required as a result of the event. There was no patient injury.

Event description:
According to the reporter, upon inserting the puncture into the patient, when the guide wire was inserted through the puncture needle, it was found that the guide wire could not pass through the front end of the puncture needle, it was stuck inside the puncture needle, and it could not be pulled out. The guide wire was still attached in the puncture needle (as the film shown). The catheter was never implanted, a new set of catheter kit was opened on the same day, reinsertion performed, the kit was used successfully, and the procedure was complete. No tools used to remove the guide wire, and no excessive force required to remove the guide wire with the puncture needle. There was no visual damage noted on the guide wire itself and the guide wire was still intact. There was no visible defect/damage noted with the puncture needle. Nothing unusual observed on the device prior to use, flushing was done prior to use, no problem noted, and the puncture needle was not occluded. The guide wire and needle used were the ones included in the kit, and no other products being utilized with the device. The dimension of the needle and the guide wire matched what was indicated on the label. No defects/damages found on the catheter itself, the catheter was not repaired, there was no leak, tego was not utilized, and there was no luer adapter issue. The routine disinfection performed on the insertion site with an unspecified agent/solution prior to product placement. There was no blood loss and no medical intervention/treatment required as a result of the event. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.